Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Sample was not returned for evaluation. Device history record (DHR) - review of reference (B)(4), lot 217986 did not reveal any anomaly that could explain the reported event. The complaint is unverifiable since no device was returned. From the received information, the catheter was not secured with a suture, this is most likely the cause of the catheter disconnection. The device instructions for use precise to ¿tie the connector/catheter joint securely with a suture¿. No further investigation nor corrective action is deemed required. This file will be reopened if device is received.

Manufacturer narrative:
The device was not yet received by the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 910121 lumbar cath. Access. Kit (lcak) used in radiology collapsed on (B)(6) 2020. Additional information received on 16jul2020 stated that a (B)(6) year old male patient complained of minimal clear fluid drainage from the nose. As per surgeon's notes: on (B)(6) 2020, "intraoperative csf leak evident with unsuccessful peri-operative attempt at csf diversion via lumbar drain. Course complicated by persistent csf leak requiring lumbar drain placement under fluoroscopy x2 give lapse in functional drain. On (B)(6) 2020, "revision eea, unsuccessful lumbar drain placement; (B)(6) 2020, lumbar drain placement under fluoro #1; (B)(6) 2020, lapse in lumbar drainage or lumbar drain placement under fluoro #2; (B)(6) 2020, lumbar drain discontinued". Additional information received on 22jul2020 indicated that there was no details if the tubing was pinched. Three attempts were made: first attempt was performed intra-op and was not successful. No drain was inserted; second attempt was performed in interventional radiology (ir) suite under x-ray. This was successful with csf return. No csf drainage during the night.; third attempt was performed in ir suite under x-ray. This was also successful with csf return which continued to drain until drain was removed. The drain was not secured with a suture after second attempt and appeared to have slid out of the insertion site slightly. Patient was also moving in bed. According to the nurses and physician assistants (pas), the "snapping" occurred externally where the white tubing meets the rigid plastic tubing. This was also confirmed by the attending surgeon. The issue occurred with one device ref 910121, lot 217986, and the customer will return 2 other ref 910121 from the same lot from their shelves.